Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging of cough. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged cough. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. The device was evaluated. External examination observed a dust/dirt contaminant around the air inlet and flip door. Manufacturer also located a dust/dirt contaminant on the outside of the iso port and inside the iso port. The internal aspect of the device was inspected. Manufacturer found sound abatement foam degradation throughout the blower box, on the inside surface of the blower upper cap, where the blower rests in the blower box, and at the blower seal on the blower box. A black tar like substance was in the blower and on the blower blades. Device booted successfully using a known good dc power supply and ac cord. Manufacturer retrieved the error log which contained 0 errors. 0 blower hours and 0 therapy hours were logged. 9946.1 machine hours were logged. Risk tags (ER 2219697 v20) associated with this failure mode include: irrit02, degrad04, irrit05. Sound abatement foam degradation and breakdown was visibly observed in the base unit. Manufacturer observed water ingress and. A dust/dirt contaminant in the blower box. Manufacturer can confirm sound abatement foam degradation. Corrected information provided in section b3. Section h6 updated in this report.